Event description:
It was reported that the power cord was dragged on ground and snagged and ripped exposing copper wires and sparking on the frame. The bed was located at the account. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint #(B)(4).

Manufacturer narrative:
Customer confirmed that the power cord was dragged on ground and snagged and ripped. This lead to a copper wires being exposed and a sparking on the frame. Per the hillrom service manual it is necessary for the compella® bariatric bed to have an effective maintenance program. We recommend that you do annual preventive maintenance. Pay particular attention to safety features, which include but are not limited to: the power cords for the bed and asu are with the unit, and they are in good condition: the plug is a one-piece molded plug assembly, the assembly shows no signs of cracking, the plug molding around the blade is not discolored, and the blade is tight in the molding. The power cord hooks shows no sign of cracking and are intact with no damage. Replace or repair parts as necessary. A search of the baxter maintenance records did not show baxter performed any preventative maintenance on this bed. It is unknown if the facility performs preventative maintenance on their beds. The technician replaced the power cord to resolve the reported event. Based on this information, no further actions are required at this time. Although there was no malfunction or patient injury and the reported event could be contributed to a user error, if the report of a spark when plugin in the power cord were to recur, it could potentially cause serious injury or death. Therefore baxter is reporting this event.